Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that the powerseal did not appear to seal as the case was bloody and the patient had a small active bleed, hb was about 100, the patient lost about one-third of their blood volume, and was a bit tachycardic. The patient was not taken back to surgery.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, since the subject device was discarded and not returned to olympus, an evaluation was not performed. Therefore, the reported issue (device not sealing properly) could not be confirmed. This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.